Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device emitted beep tones during an in office interrogation performed by the physician. This patient has a non boston scientific right ventricular (rv) lead. The field representative discussed a scenario of out of range impedance measurements with the physician. The field representative directed the physician to the daily trends in which a daily spike in rv impedance from weeks earlier was observed. All other testing was performed with normal limits observed. The device battery appeared ok. This patient is not in latitude nxt so no information could be confirmed. This patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device emitted beep tones during an in office interrogation performed by the physician. This patient has a non boston scientific right ventricular (rv) lead. The field representative discussed a scenario of out of range impedance measurements with the physician. The field representative directed the physician to the daily trends in which a daily spike in rv impedance from weeks earlier was observed. All other testing was performed with normal limits observed. The device battery appeared ok. This patient is not in latitude nxt so no information could be confirmed. This patient will continue to be monitored. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to therapy upgrade. A cardiac resynchronization therapy defibrillator (crt-d) was implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.